Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectopexy. According to the reporter: while the scrub nurse finished the loading process, she tested the sulu (B)(4) by closing and opening the jaw. However, the jaw could not be opened again after the closure. And the sulu could be uploaded from the body even when the jaw was in closed position. The surgeon then opened another brand new sulu but the same problem occurred. So they opened another new device and sulu, the sulu could properly loaded to the body but the proximal part of the sulu was bent after the firing. It could not be pulled out from the trocar cannula and surgeon needed to use an instrument to re-bend the anvil's proximal part for removal. The operative time was extended by more than 30 mins.